Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was a representative sample in its original packaging. The actual sample was not returned. It was visually examined with and without magnification. Visual examination of the returned device revealed that the outer tube had a big, uniform bend to it in the packaging. There is a small hole in the packaging that is located approximately where the tips of the jaws would be when the outer tube of the device is straight. The hole was created from the inside of the packaging which means the device that was inside the packaging could be the only thing that caused the hole. It appears that the sample was bent for an extended period of time while in the packaging which caused the tube to have a uniform bend and also resulted in the hole that was in the packaging. No other defects or anomalies were observed. Reference (B)(4) for investigation photos. The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was a representative sample in its original packaging. The actual sample was not returned. It was visually examined with and without magnification. Visual examination of the returned device revealed that the outer tube had a big, uniform bend to it in the other remarks: packaging. There is a small hole in the packaging that is located approximately where the tips of the jaws would be when the outer tube of the device is straight. The hole was created from the inside of the packaging which means the device that was inside the packaging could be the only thing that caused the hole. It appears that the sample was bent for an extended period of time while in the packaging which caused the tube to have a uniform bend and also resulted in the hole that was in the packaging. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as there was only a representative sample that was returned and the returned device was found to have been damaged during shipping. Since the actual device was not returned, the complaint could not be confirmed. The reported complaint of "jaw broken" could not be confirmed since the actual sample was not returned. However, a defect was confirmed for the representative sample that was returned in place of the actual sample that resulted in the complaint issue. The representative sample was returned with a uniform bend in the outer tube of the device. The package was unopened which means that the device was bent while in the packaging. It appears that the device was most likely damaged during shipping as a result of the packaging being bent for an extended period of time. However, the probable cause for the complaint issue could not be determined since the actual sample was not returned. No further action will be taken. The root cause is unknown.

Event description:
During the advance of the first clip the distal metal part of the jaw popped loose during use on a patient. There was no patient injury or consequence.

Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73k1600514 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During the advance of the first clip the distal metal part of the jaw popped loose during use on a patient. There was no patient injury or consequence.